Event description:
It was reported that when transmitting the device information, there was noise on the electrocardiogram and the caller was having difficulty with dual electrocardiograms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.